Manufacturer narrative:
Insulin pump received with loose or protruded drive support disk. Compromised forced sensor system alarm during basic occlusion test due to loose or protruded drive support disk. Pump passed displacement test. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised forced sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 256 mg/dl,258mg/dl. The customer stated that the drive support cap was sticking out. Customer saw a gap between the piston and reservoir stopper during prime. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.